Manufacturer narrative:
(B)(4). This is a report of a use error, where a clamp was left open on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. There was an open clamp on an unused line while the patient was connected and performing therapy. This event occurred during fill four of six. The technical service representative informed the patient that because the clamp was open the line was not properly primed and they could not add another solution bag to the line. The technical service representative assisted the patient with ending therapy and disconnecting. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.